Event description:
It was reported that a diamondback 360 precision coronary orbital atherectomy device (oad) was used to treat a calcified mid left anterior descending artery. Three antegrade treatments were performed. On the last treatment, the crown was advanced too close to the distal tip of the viperwire advance guide wire which resulted in a wire fracture. He was unable to retrieve the wire. Approximately two thirds of the distal radiopaque tip remain in vivo. The patient was stable. There was no clinically significant delay in procedure and no adverse patient effects. No additional information provided.

Manufacturer narrative:
H6: medical device problem code: 2017 - n/a. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.